Event description:
It was reported that during the implant procedure, there was a non-operational helix "unable to extend helix". The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. It was noted a deformation/fracture in 5 cm proximal section of the inner coil. There were extension problems.